Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings.

Event description:
Customer's father reported his son's sensor stopped working on day five. Also, his insulin pump ran out of insulin so he went high, but the sensor reading was inaccurate. Customer stated hid blood glucose was 450 mg/dl, but hid sensor reading was around 125 mg/dl. Customer treated with a bolus when he got home and his blood glucose came down. He experienced vomiting high ketones. Replacement sensors were sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.